Manufacturer narrative:
H10: the lot numbers were provided and lot history reviews will be performed. The devices for the two malfunctions have been returned to the manufacturer for evaluation, as well as a photo of one reported event. One evaluation of device and photo identified a missing component; however, the investigation of the other reported malfunction is currently underway. The devices are labeled for single use. H10: g4 h11: h6(methods) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0602680, implantable port, allegedly experienced a missing component. This information was receive from multiple sources. Neither of the two malfunctions involved a patient.

Manufacturer narrative:
The lot numbers were provided and lot history reviews will be performed. Both samples are pending return. One photo was provided for review. The company is still investigating the issue at this time. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0602680, implantable port, allegedly experienced a missing component. This information was received from multiple sources. Neither of the two malfunctions involved a patient.

Manufacturer narrative:
H10: the lot number was provided all malfunctions; therefore, a lot history review was performed. Out of the reported 2 malfunctions, 1 device was returned for evaluation, as well as a photo of one reported event. The investigation of the reported malfunctions is inconclusive. A definitive root cause could not be determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0602680, implantable port, allegedly experienced a missing component. This information was recieve from multiple sources. Neither of the two malfunctions involved a patient.

Manufacturer narrative:
H10: the lot number was provided the malfunctions; therefore, lot history reviews were performed. The devices for both malfunctions were returned as well as a photo was provided for review. The investigations for the reported malfunctions are inconclusive for the missing component. A definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0602680 implantable port allegedly experienced a missing component. This information was receive from multiple sources. Neither of the two malfunctions involved a patient, therefore, no patient information was provided.

Manufacturer narrative:
H10: the lot number was provided the malfunctions; therefore, lot history reviews were performed. The devices for both malfunctions were returned as well as a photo was provided for review. The investigations for the reported malfunctions are inconclusive for the missing component. A definitive root cause could not be determined. The devices are labeled for single use. H10: g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0602680 implantable port allegedly experienced a missing component. This information was recieve from multiple sources. Neither of the two malfunctions involved a patient, therefore, no patient information was provided.